Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was ordered/ received deemed eligible for redeployment/incentive program. Upon interrogation of the device it was noted that some data could not be cleared once ventricular fibrillation (vf) detection has been turned on. The device was not implanted, and was exchanged for a different device. No patient complications have been reported as a result of this event.